Event description:
It has been reported to philips that the wireless footswitch loses wireless communication with the base station. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch lost its connection during a coronary procedure. The procedure was completed using the wired footswitch. The customer re-established the wireless connection with a system restart. A philips service engineer inspected the system onsite and replaced the wireless base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips attempted to obtain patient information but due to the country¿s privacy laws, this information was not made available.